Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contradictions, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time, the root cause of the endoleak is unk and there is no evidence to suggest the device was not mfg to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male pt (exact age unk) with an old myocardial infarct and cholelithiasis as well as a previous history of low adl, underwent aaa repair in 2009. The pt's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled. However, it was confirmed that the contralateral limb's radiopaque marker was formed in reverse when the main body graft was placed. An endoleak was confirmed by final angiography after the deployment of all grafts, but it could not be identified as a type I or type iii endoleak. The physician occluded the bifurcation area, and then determined it was a type iii endoleak. Thus, a kissing balloon technique to the bifurcated area of the main body was performed after a sheath was exchanged to a performer guiding sheath but the endoleak was not resolved. The physician then suspected a junction of an overlap site of the main body limb and the ipsilateral iliac leg graft, and he placed another iliac leg graft there. As a result, the endoleak became slightly but it was not gone completely. At this point, too much contrast media was used on the pt, so the physician decided not to give further treatment. He decided to take a wait-and-see approach including determining the type of endoleak by contrast enhanced CT whether additional procedure would be necessary. Sometime after that day, contrast enhanced CT confirmed the endoleak was gone.